Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal/the distal end of essure implant in the left fallopian tube was poking into thewall of the tube.") In a 33 year-old female patient who had essure inserted (lot no. He0139z) for female sterilisation. The patient had a medical history of cervicitis, pelvic pain, headache, oral contraceptive, increased appetite, weight gain, post coital bleeding, dysmenorrhea, dyspareunia and pelvic pain. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 299 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: impression: bilateral essure device no extravasation of contrast from the fallopian tubes bilaterally. Findings suggest occlusion of the fallopian tubes bilaterally. Reason for exam: post essure findings no abnormal mass is identified in the endometrial canal. Uterine horns bilaterally are identified. Bilateral essure device is in place: there is no extravasation of contrast from the fallopian tubes bilaterally. [Pregnancy test] on (B)(6) 2018: negative. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : lot number added. Event- "medical device removal updated to essure micro-insert embedded" reporters information patient medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2018, the patient had essure inserted. On (B)(6), 2019, 249 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / the distal end of essure implant in the left fallopian tube was poking into thewall of the tube.") In a 33 year-old female patient who had essure inserted (lot no. He0139z) for female sterilisation. The patient had a medical history of cervicitis, pelvic pain, headache, oral contraceptive, increased appetite, weight gain, post coital bleeding, dysmenorrhea, dyspareunia and pelvic pain. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 299 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: impression: bilateral essure device no extravasation of contrast from the fallopian tubes bilaterally. Findings suggest occlusion of the fallopian tubes bilaterally. Reason for exam: post essure findings no abnormal mass is identified in the endometrial canal. Uterine horns bilaterally are identified. Bilateral essure device is in place: there is no extravasation of contrast from the fallopian tubes bilaterally. [Pregnancy test] on (B)(6) 2018: negative lot number: he0139z manufacture date: 2017-06 expiration date:2020-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.